Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a drawing of the impacted set was provided. Visual inspection observed a leak from the connection between the return line post deaeration chamber to the y connector of the replacement line. The reported condition was verified. The cause is a manufacturing issue due to operator error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed between the tube and the connector on a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.